Manufacturer narrative:
Additional information: the actual device was not available; however, three companion samples (in seal blister packs) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Iodine weight check was performed with no issues noted. Identified determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in june 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inadequate amount of iodine in an unspecified number of minicaps. This was found while in use for peritoneal dialysis therapy during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.